Event description:
It was reported that burr stuck in the lesion occurred. The 90% stenosed target lesion was located in the severly tortuous and severely calcified mid left anterior descending (lad) artery. The vessel diameter was 3.0mm (circumferential calcified and minimal luminal diameter was 1.5mm) and the length was 15mm approximately. A 1.5mm rotalink¿ plus burr passed through the stenosis and then became stuck in the mid lad. The physician advanced a non-bsc wire parallel to the burr and attempted to advance a 1.2mm x 12mm threader¿ balloon catheter; however, the threader¿ could not cross the lesion. A 2.0 emerge was then advanced and bailout was able to be completed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).